Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the small battery drive device and the reported condition that the device was not working properly was confirmed. An assessment was performed, and it was determined that moving parts of the trigger were not moving smoothly, and the motor was worn. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the small battery drive device was not working properly. During in-house engineering evaluation it was determined that the trigger of the device was not moving smoothly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.